Event description:
A spontaneous call received from rn reports pump did not infuse all of medication. Pump read total infusion 525 ml 120 ml was left in the infusion bag. Infusion rate 250 ml/hr. No side effects from pump malfunction. Pt was able to receive all of infusion. Replacement pump being sent to pt for next infusion. We replaced the device. Dose or amount: 1750mg/525 ml, frequency: every 2 wks, route: IV. Dates of use: from "(B)(6) 2014" to current. Diagnosis or reason for use: e74.02 pompe disease.